Event description:
It was reported that transtelephonic monitoring revealed intermittent ventricular undersensing that could not be reproduced clinically. Bipolar ventricular sensing was at 2.8 to 3.0 mv. The sensitivity was programmed to 1.5 mv and monitoring will continue. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.